Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the date of birth is unknown, the patient was reported to be over 18 years old.

Event description:
Additional information received from the physician's office on (B)(6) 2013 stated that the patient was seen on (B)(6) 2010 and in (B)(6) 2010 had a device removal. The patient was seen again on (B)(6) 2010 and did not express any complications.